Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have the pitch cable dislodged from around the clamping pulley at the back end. As a result, the pitch cable was loose at the distal end. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.